Manufacturer narrative:
Investigation is ongoing. (B)(4).

Event description:
During deployment of a 29mm sapien 3 valve in the aortic position by subclavian approach, the delivery system balloon ruptured upon reaching full inflation with nominal volume. In an attempt to remove the delivery system through the 16fr esheath, the ruptured balloon was getting caught on the distal tip of the sheath and, while pulling too hard, the balloon separated and could not be removed through the sheath. The remaining portion of the delivery system and sheath were removed as a unit. A 12fr snare catheter was used to remove the balloon fragments that were left in the artery. During snare removal the subclavian was dissected and the brachiocephalic artery was "damaged" and an occlusion was noted on angio. The artery was ballooned and a covered stent was placed on the dissected subclavian. There was no other treatment for the brachiocephalic artery as there was no perforation or dissection. A decision was made to monitor the patient. In addition, the patient was administered blood as it took some time to snare the balloon fragments and repair the subclavian and dissected brachiocephalic artery. Per report, all fragments were removed. The patient was stable and transferred for post management care. The devices are being returned. As reported, there was no bav performed. Coaxial alignment was reported as fair ("not great"). There was no crossing difficulty. The insertion of the sheath and delivery system went smoothly. There was no retained volume in the balloon during removal. Approximately 90 seconds passed between balloon burst and withdrawal of the device. There is unspecified damage to the esheath due to the delivery system withdrawal difficulty. Of note, approximately 3 months pre-procedure, the patient was in for valve replacement. However, instead an angioplasty of the coronary and a bav was performed. Of last communication, the patient is stable. Per report, the sinotubular junction (stj) was narrow and moderately to severely calcified (90 degree to 140 degree "jagged"), which contributed to the balloon rupture.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: distal tip and balloon fully separated from guidewire shaft, radial and longitudinal balloon burst (no missing pieces), spring/adhesive present on distal guidewire shaft, flex tip gouges, and kink on proximal balloon shaft at packaging position (due to packaging). Functional testing was unable to be performed due to the condition of the returned device (balloon burst/separated, nose tip separated). Dimensional testing was performed on the single wall thickness of the inflation balloon and was found to be in within specification. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. Per procedure, the balloon dimensions are 100% visually inspected for working length, balloon diameter, proximal and distal leg inner diameter (ID), proximal leg outer diameter (od), and single wall thickness. The balloon is 100% visually inspected with unaided eye for the following: witness lines, contamination, mechanical damage, deformation, crow¿s feet, fish eyes, gel spots, and light scratches. Balloon burst testing is performed related to failure mode of radial tear. Balloon burst testing was performed under a sampling basis. All samples tested met statistical acceptance criteria. Per procedure, the nose tip is visually inspected for single bump or surface indentations. The nose tip / guidewire shaft bond is visually inspected for bubbles in the bond and if the guidewire is all the way down inside the nose tip. Per procedure, the nose tip commingling inspection is performed to verify the clear edge of the nose tip length. Per procedure, the nose tip is visually inspected for bumps, indents on the nose tip, bubbles around the bond area and in the distal yellow portion of the bond area, divots, neck down, uneven bond color and bubbles in bond area of the nose tip to guidewire shaft. Per procedure, the laser bond is visually inspected for leak channels and weld joint not smooth. During the balloon pleat, fold and forming process per procedure, the balloon is visually inspected for fold lines and distorted/pinched folds. During final inspection per procedure, the delivery system is visually inspected distal to proximal nose tip bumps, surface indentations, balloon bond smoothness, leak channels, bubbles that cover no more area than shown, single divot around bond area, neck down around nose tip, uneven bond color and the nose tip to guidewire shaft bond area is inspected for leak channels. In addition, retrieval force of system through sheath, flex and balloon burst pressure, and bond inspections testing was performed on the finished work order under a sampling basis during functional product verification testing per procedure. All samples tested met statistical acceptance criteria. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaints for balloon burst, delivery system withdrawal difficulty through sheath, distal tip/nose tip separated, and balloon separated were confirmed through visual inspection of the returned device. Review of manufacturing mitigation's, dimensional measurements, and device visual inspection did not indicate that any manufacturing non-conformance's contributed to the reported event. No IFU/training manual deficiencies were identified. Per report, ¿the sinotubular junction (stj) was narrow and moderately to severely calcified, which contributed to the balloon rupture¿. The balloon burst likely occurred during the tf tavr procedure during valve deployment, when the balloon interacted with native calcification around the stj. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicates that they are typically caused by interaction with calcification in the annulus. Technical summary contains additional details related to root cause analysis on balloon bursts in a calcified aortic annulus. Patient and procedure factors that can contribute to difficulty retrieving a device include the following: patient vascular calcification / vascular tortuosity, sheath insertion angle, coaxiality of the device being retrieved, delivery system is not completely unflexed before withdrawal, and positon of the flex tip on the delivery system during retrieval (procedure instructs to ensure flex tip is still over the triple marker). In this case if the balloon was burst during valve deployment, this would then have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile could have gotten caught on the tip of the sheath or other parts of the patient anatomy. A combination of a balloon burst and withdrawal difficulty could have then contributed to the distal tip, nose tip separation along with balloon separation of the delivery system. Excessive force applied in order to withdraw the delivery system could cause the tip to become separated as well as the balloon material to be separated from the rest of the device. The maneuvers performed to overcome the withdrawal difficulty could have caused or contributed to the subclavian dissection and the brachiocephalic artery occlusion. As such, available information supports that patient factors (calcification) and procedural factors (excessive force during withdrawal of burst balloon) likely led to the reported events and there is no evidence of device malfunction or manufacturing non-conformance. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. The complaints were confirmed, but no manufacturing non-conformities were found in the returned sample. Available information indicates that patient/procedural factors (calcification and removal of burst balloon) may have contributed to the events. The occurrence rates did not exceed the november 2018 control limits for the applicable trend categories. Therefore, no corrective or preventative action is required.